Event description:
The customer reported that the reservoir broke inside the insulin the reservoir compartment and insulin leaked into the reservoir chamber. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.